Event description:
Reported as: "subject was operated on to remove the lap band reservoir..(infected lap band reservoir).

Manufacturer narrative:
Taper ii. The prod associated with this report has not yet been returned. Based upon the implant date provided by the rptr the connector, type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Infection is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or yrs after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.